Event description:
Related to MFR report # 2183959-2012-02710. On (B)(6) 2007, a perigee anterior vaginal mesh was implanted to treat for cystocele. It was reported that in 2011 she started having vaginal bleeding and she was diagnosed with reactive granulation tissue confirmed on biopsy in the area of mesh erosion. A cystoscopy ruled out mesh erosion into the bladder, regional structures and "even recurrence." On (B)(6) 2012, under general anesthesia, two areas of mesh extrusion were identified. One was midline and about 2 cm long. A secondary area was left of this, lateral at the same level and was about 1 cm. Excision of the mesh extrusions were done with closure of the vagina with perigee mesh repair.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.